Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain at the implantable neurostimulator (ins) site for the past few months after losing weight. Patient did not desire to continue to have the device implanted. The system was subsequently explanted.